Manufacturer narrative:
The reported event that there was a chip in the battery pack was confirmed by device evaluation. During the visual inspection it was observed that a chip in the battery pack was determined. Any physical impact to the device can cause or contribute to physical damage to the device.

Event description:
It was reported that during setup conducted at the user facility the battery pack was identified to have chips missing. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during setup conducted at the user facility the battery pack was identified to have chips missing. No patient involvement or procedural delays were reported with this event.